Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc). Upon investigation it was identified that the result was impacted by antigen excess. As per the instructions for use (IFU) for n latex flc lambda "patient samples may contain heterophilic antibodies that could react in immunoassays to give a falsely elevated or depressed result...excessively elevated monoclonal immunoglobulin concentrations might have the potential to suppress the reaction of anti-flc antibodies with free light chain molecules. In addition, other conditions may cause lower flc concentrations, e.g., bi-clonal after therapy, polymerization of lambda chains, etc. If results do not fit to previous ones, or to results of other tests (e.g., serum and urine protein electrophoresis, immunofixation, differential blood cell count) and/or to the clinical situation, it is recommended to re-analyze the sample in a higher sample dilution. Such samples may also not dilute in a linear fashion". No product issue was identified. The reagent is performing according to specifications. No further evaluation of this device is required. The siemens n latex flc lambda reagent is marketed in the united states under material number 10873630. The 510(k) number documented in section g4 is for this product.

Event description:
The customer contacted siemens and reported that a falsely low free light chains, type lambda result was obtained on a patient sample on a bn ii system using n latex flc lambda reagent. The sample was run for flc lambda using a 1:5, 1:20, 1:100, and 1:400 sample dilution. The falsely low flc lambda result obtained using the 1:5 sample dilution was reported to the physician(s) and was questioned. After determining that the falsely low result was impacted due to antigen excess, the result was amended to a higher result that was obtained for the patient three days prior. The higher result was consistent with medical history of the patient and with results obtained using a non-siemens method. There are no known reports of patient intervention or adverse health consequences due to this event.